Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used one of the cracked heartstring seals to complete the procedure. No pt complications were reported by the hosp.